Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: a46118, model/catalog description: linear st lead kit 70 cm. The explanted devices will not be returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients lead migrated. X-ray was taken and showed that the lead moved out of the epidural space. The patient underwent a lead replacement procedure.